Event description:
It was reported that the user experienced elevated blood glucose beginning after a larger-than-usual meal, with ilet showing 238 mg/dl and a fingerstick confirming a peak of 250 mg/dl, persisting for several hours despite a meal announcement and recently changed supplies without observed infusion set issues. Symptoms included tiredness. Outcomes included no alerts, no backup therapy use, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included technical support review, user interview, and troubleshooting and education on meal announcements and meal size estimation. Investigation of this case revealed that the event was consistent with incorrect meal size entry leading to hyperglycemia without device malfunction. It was concluded that the device performed as expected and that user meal entry contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.